Manufacturer narrative:
The reported complaint of "the autopulse platform (sn (B)(4) stopped performing compression and displayed user advisory (ua) 41 (patient temperature sensor failure) error message followed by ua18 (max take-up revolutions exceeded) error message" was confirmed during the archive but not during the functional testing. The platform passed the functional testing and worked as intended. Upon visual inspection, no physical damage was observed. The autopulse platform passed the initial functional testing without any fault or error. The archive data review showed occurrence of ua41 (patient temperature sensor failure) error message and ua18 (max take-up revolutions exceeded) error message on the reported complaint date. The temperature sensor cable was replaced to address the ua41 error message. User advisory is a clearable error message and is designed into the platform to alert the operator that autopulse has detected one of several conditions. Ua18 is an indication that the autopulse has detected that either the patient's chest is too small while sizing the patient (take-up) or that there is no patient on the platform. The recommended actions to take for this type of user advisory are: pull up completely on the lifeband, ensure that the patient and the band are properly aligned, and press restart. If the user advisory does not clear, the patient may be too small. Following service, the autopulse was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse platform with sn (B)(4).

Manufacturer narrative:
Zoll has received the autopulse platform (sn (B)(4)) for investigation. A supplemental report will be filed when the investigation has been completed.

Event description:
During patient use, after performing 3 sessions of compressions, the autopulse platform (sn (B)(4)) stopped performing compression and displayed user advisory (ua) 41 (patient temperature sensor failure) error message. The user cleared the ua41 error message. After clearing the ua41 error message and upon restart, the platform displayed ua18 (max take-up revolutions exceeded) error message. No known impact or consequence to patient information was provided.